Event description:
Customer reportedly obtained results of 120 mg/dl and 17 mg/dl within 2 minutes on the same device. Customer indicated that insulin was taken based on results. The customer then stated that a few hours later she tested at >600mg/dl at the hospital and was treated with insulin. No quality controls were used. Requested return of suspect device and replacement was sent.